Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/3/2019. Device evaluation summary: according to the information received, it was reported that the patient experienced capsular contracture and hypertrophic scar. During evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. A manufacturing record evaluation was performed for the finished device 6906882 number, and no non-conformance related to the reported complaint condition were identified. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: capsular contracture (B)(4).

Event description:
It was reported that a (B)(6)-year-old non-hispanic female patient who underwent primary breast augmentation with mentor 325cc memorygel implants on (B)(6) 2017 developed bilateral hypertrophic scars and right-sided grade iii capsular contracture post-operatively. The patient was prescribed singulair (10 mg daily) to try and treat the capsular contracture conservatively. The patient has undergone treatment for her hypertrophic scars with laser therapy using 40 microns depth profractional at 5.5 treatment density and 3% coag. The patient also had broadband light therapy in the past. As a result, the right side device was explanted, and replaced with a 325cc mentor memorygel breast implant on (B)(6) 2019. This report relates to the right prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).